Event description:
A director of surgical svs reported that approx four seconds into the creation of the flap, suction was lost. They recalibrated the system, exchanged the pt interface, and proceeded to complete the flap without difficulty. The pt did not appear to be squeezing or moving when the suction was lost. There was no pt harm reported. The desired post-op outcome for this eye is -1.00d.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).